Manufacturer narrative:
As no further information is expected at this time our investigation is complete. Should additional information become available our investigation will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system explant due to infection. There was no report of adverse patient due to the explant procedure.